Manufacturer narrative:
Additional information received on 19 august 2016 and includes: the pathogen is (B)(6). Batch review performed on (B)(6) 2016. Lot 141422: (B)(4) items manufactured and released on 29 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient came in due to signs of infection. The surgeon revised the insert. The surgery was completed successfully. X-rays and explants are not available.